Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her insulin pump was falling apart. Customer stated that the black cap from the battery cap of the insulin pump was missing. Customer also stated that she had been hospitalized several times due to fluctuating blood glucose levels. Blood glucose level was 43 mg/dl at the time of the call. No further information was provided.